Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and that the insulin gauge was inaccurate. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Since the pump had reset, control iq was not on and customer was sleeping. Customer consumed orange juice and carbohydrates to address low bg. Customer declined to further troubleshoot with tandem technical support.